Event description:
It was reported that (1) mcm20 device was used during a pheumonectomy procedure. It was reported by the rep that applying clip on pulmonary artery, the mcm20 made a funny sound in the instrument after squeezing down. It bleed and cut the artery on the cardiac side. The surgeon couldn't determine if the clip formed or scissored due to bleeding. There was two units of blood needed. Extended or time and extended hospital stay. Hospital is holding instrument and will not return. It is unknown how the case was completed.